Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on yesterday with blood glucose unknown. The customer¿s blood glucose level was over 500 mg/dl at the time of incident and 500 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as nauseous, sick to her stomach and felt really sick. The customer treated with the bags of fluid, emergency room and intravenous injection. Customer feeling comfortable to trouble shoot for the high blood glucose level. The product will not be returned for analysis.